Event description:
Complainant alleged that while treating a pt with tachycardia, they could not capture the pt when pacing with electrodes. The medics then attached a second mseries to the electrodes and were able to continue treatment. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.